Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted.

Event description:
Explanting physician reported capsular contracture baker grade iii. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii a review of the device history record has been completed. No deviations or non-conformances noted.